Event description:
The reporter did meter to hcp meter comparison tests, within 10 minutes, using separate finger sticks. Meter readings was 130mg/dl, and the home health care nurse's meter (type unknown) read 88mg/dl. Reporter did not have any symtpoms. Control solution was not done due to the reporter's solution being expired. On followup, the reporter confirmated the tests, and states checking the test strip confirmation dot for enough blood. No harm was alleged.